Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the lead became dislodged. The lead was explanted and replaced. The patient's condition is fine after the event.